Event description:
Customer called to report that quality control and patient results were "suppressing" and "generating unbelievable results" on the unicel dxc 600i. (Please note that upon further investigation and follow up, the chemistry laboratory supervisor of the facility stated that no erroneous patient results were involved and that he was unable to locate the data result printouts.) The customer technical specialist (cts) assisted customer with troubleshooting and asked customer to conduct the twice weekly flow cell cleaning. Customer later called the cts to report that because the electrolytes on the instrument would not calibrate, customer was not able to clean the instrument as instructed. The cts guided customer through more troubleshooting, after which customer found that line 24 of the electrolyte injection cup (eic) had "popped off," resulting in a leak. Cts gave customer additional information on how to further troubleshoot the instrument and asked customer to call back if problems persisted. Customer did not call back to report any problems or request further assistance with the instrument. As noted above, no patient samples were actually run on the instrument when the problem occurred; therefore, no patients results were reported outside the laboratory, and no patients were harmed. Customer did not report harm to any operators of the instrument.

Manufacturer narrative:
(B)(4).